Event description:
The user facility's biomedical engineer reported the automated impella controller experienced emitting an "impella defective" alarm prior to connecting any impella catheter. Staff tried to then power off aic and was unable to. No clinical details regarding resolution were provided. No patient was involved.

Manufacturer narrative:
The investigation into the reported issue has been completed. Logs confirmed the reported alarm triggering issue. An impella defective alarm was issued with no pump connected. There were also issues properly shutting the console down as a result. See the attachments section for the imc logs from the complaint date. The failure mode was reproduced by power cycling the console. After swapping the impellatronic pca, the failure was resolved. The root cause of the erroneous impella defective alarm was due to a defective impellatronic pca, specifically the epm circuitry. This report is being filed as part of a retrospective review of historical records.